Event description:
Patient received two leads with the same lot number. It was reported the patient is no longer receiving stimulation and experienced ineffective stimulation due to auto-reduction. Diagnostics indicated both leads have high impedances. Physician consult is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.